Event description:
The customer contact reported that while on ac power, the device powered off by itself with an inadequate response time following an alarm condition. The pt was receiving multiple unspecified "pressor" medications due to hemodynamic instability related to the pt's diagnosis of respiratory failure. At an unspecified time, channel 2 of the device was programmed to deliver epinephrine 32mg/500ml and the delivery was started. No further programming parameters were provided. At 1739, the device alarmed n232 (proximal air a/backprime), and after an unspecified length of time, powered off by itself. At this time, the nurse noted the pt's heart rate and blood pressure decreased to unspecified levels. It was reported that chest compressions were started and the pt was treated an unspecified number of times with 1mg epinephrine ivp until the pt's heart rate returned to an unspecified level. The device was removed from service. Therapy was resumed using a replacement device. Though requested, no additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. (B)(4).